Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery housing fractured during a procedure. The housing opening could cause the non-sterile battery to be exposed to the surgical site. The procedure was completed successfully, with no significant delay, adverse consequences, or medical intervention.

Event description:
It was reported that the battery housing fractured during a procedure. The housing opening could cause the non-sterile battery to be exposed to the surgical site. The procedure was completed successfully, with no significant delay, adverse consequences, or medical intervention.